Event description:
It was reported that a patient underwent a procedure during which a farapoint catheter was selected for use. Following the procedure, the patient initially developed a small hematoma at the groin access site. Over time, swelling of the right groin continued to increase. The patient also experienced subjective chills and sweating, accompanied by fatigue. Due to the progression of symptoms, the patient required prolonged hospitalization. During the hospital stay, diagnostic imaging, including a CT scan and ultrasound, was performed. Based on the clinical findings and imaging results, a traumatic arteriovenous (av) fistula in the groin was suspected as the likely cause. The patient was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. No more information was provided. No device issues were reported. It is unknown whether the device will be returned for laboratory analysis. It was further informed; the patient has been discharged on the next day (B)(6) 2026. The hematuria itself resolved fully; however this requires urology f/u which has not been completed yet. This is an incidental finding.